Manufacturer narrative:
The cycler was not received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician.

Event description:
A report was received 21 dec 2025 from a health care professional (hcp) regarding a 65-year-old male patient, stating the patient experienced difficulty breathing and lost consciousness during a home hemodialysis treatment on (B)(6) 2025. Per the hcp, the patient was transported to hospital and recovered. Additional information was received on 14 january 2026 from the hcp who stated the patient has discontinued therapy with the device. Although requested, no other information was provided.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. UDI: (B)(4). D4: device information updated. H2: type of follow-up: correction.